Manufacturer narrative:
After checking the returned pieces, it is most likely that fragments remained in the patient. Based on the provided report of the distributor aap assumes that the surgeon did not use the tap after pre-drilling. The affected screws are not self tapping. Therefore using the tap after drilling is mandatory. If the surgeon did not use the tap, the necessary torque for insertion of the screws is too high for the screws. A failure of the screws is under these circumstances a common issue. Therefore aap will not initiate further examinations.

Event description:
Three cortical screws broke while surgeon was driving screws into bone. Bone was pre-drilled with correct drill bit. Surgeon did not over-torque. Surgeon used correct mini frag screwdriver. Screws: sk 1500-14-2 lotcode i030 one screw. Sk 2001-12-2 lotcode i060 two screws.